Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for lv lead re-positioning procedure, episodes of non-sustained rv oversensing were observed on rv lead. Loose set screw was found. Set screws were tightened and the issue was resolved.